Event description:
The core micro drill was sent for eval because it overheated while the surgeon was cutting two wedges from the mandible of a pt. The device burned the pt's buccal mucosa and lip during the procedure. The pt was referred to a plastic surgeon. No further info has been provided.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.